Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts came off the balloon. The procedure was completed with another 2.50 x 20mm synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts came off the balloon. The procedure was completed with another 2.50 x 20mm synergy stent. No patient complications were reported and the patient's status was fine.